Manufacturer narrative:
The returned device was evaluated. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that her daughter's blood glucose reached a high of 257mg/dl and a low of 41mg/dl while wearing the pod on her abdomen for between 4 and 24 hours. The patient's blood glucose history is as follows: (B)(6). The device was returned for evaluation.